Event description:
It was reported that during a da vinci-assisted esophagectomy transthoracic surgical procedure, the permanent cautery hook tip did not rotate completely. The procedure was completed with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received a da vinci product to perform failure analysis. The permanent cautery hook was analyzed, and the complaint was not confirmed by failure analysis. The instrument was returned with a broken input disk. As a result, the instrument could not be tested for intuitive motion. Additionally, the instrument was found to have an input disk #6 was found completely detached from the base of the housing. Also, the instrument was found to have a dislodged flush tube and broken distal pitch cable at the distal end. The broken cable segment that contains the crimp was still installed in the clevis.